Manufacturer narrative:
The device was returned to the complaint investigation site for analysis. Visual, tactile, microscopic, and wire insertion analysis were performed on the device. A visual and tactile examination of the hypotube found kink at 8.4cm distal to the distal end of the strain relief. Microscopic examination noted damage to the inner lumen with bunching and stretching at 6.5cm from the distal tip. The device could not be fully loaded on a 0.014'' guidewire due to the damage to the inner wire lumen. The bumper tip was detached and not returned. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 12dec2025 it was reported that the guidewire could not be inserted. A 2.75 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for treatment. During preparation, the wire could not be inserted from about 3 cm in front of the balloon. The issue occurred outside the patient, and the procedure was completed another of the same device. There was no patient complication. However, the return device analysis revealed the bumper tip detached.